Event description:
It was reported that a device alarmed for a system error 322. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to reproduce the system error 322 during testing, but could not identify the specific failure. However, the upper and lower aux are known contributors to system error 322. The upper and lower aux was replaced.